Manufacturer narrative:
Additional information is pending and will be provided upon receipt.

Event description:
It was reported that this patient received an inappropriate shock when it comes to this device while exercising. During the last follow up a month ago the device selected the secondary vector, and during the automatic set up, the device chose the alternate vector. A review of the case by technical services (ts) noted that based on the provided x-ray the electrode appeared to be lateral, which could be resulting in the electrode being more sensitivity to myopotential pick up. Ts recommended to have the patient come back to have a captured s-ECG gathered while the patient is exercising, to allow for the review of the signal in other vectors and potentially a change in programming. No adverse patient effects were reported. Additional information noted that the device was reprogrammed to the alternate vector. No artifacts were seen upon changing the vector.